Event description:
It was reported that the deep brain stimulation (dbs) patient experienced confusion post stage I of the lead implant procedure. A computed tomography scan (CT) was performed and showed some bleeding and edema around the left side brain lead. The patient was admitted to the hospital. The patient was discharged from the hospital and has fully recovered. Microelectrode recording (mer) was performed prior to the implant procedure. One mer track was done per hemisphere, as the patient symptoms were bilateral.